Event description:
It was reported that the customer was hospitalized due to high blood glucose of 17mmol/l. It was stated that the customer experienced nausea, vomiting, ketones, headache, and sore eyes. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found bad battery and no delivery alarms. The bolus and basal were matching with the daily totals. The manual prime test was performed and the insulin did exit. The customer mentioned that previously insulin leaked into the reservoir compartment. The tubing clamp to perform the high pressure test was not available at time of call. It was also mentioned that the device is cracked at the left and right corners of the display window. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No moisture damage on motor or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.